Event description:
This report summarizes four (4) malfunction events. A review of the events involved abutment screws breaking or being fractured. The report was received from various sources. No patient adverse events were reported. No information regarding patient demographics were provided.

Manufacturer narrative:
There was a total of four (4) malfunctioned units/events associated with breakage or fracture of an abutment hex. 1 of the 4 malfunction events did not have product returned for investigation. Therefore, no product evaluation could be performed. A valid lot number was not reported. So a review of device history record by lot number could not be performed. 1 of the 4 malfunction events did have product returned for investigation. The return includes the abutment, the abutment screw, and the prosthetic screw. The investigator was able to remove both the prosthetic screw and abutment screw without issue. Significant amounts of biological/surgical debris can be observed around the abutment and returned screws. No other deformation/damage was observed. Despite the significant amounts of biological debris present, the returned abutment screw appears to be intact and function as designed. The failure conclusion was caused by improper technique or improper use of product. The root cause is use error. 2 of the 4 events were returned for investigation. 1 of the malfunction event units did not have the actual screw attached but the abutment. Because the fractured screw was not returned, then, no failure cause could be determined. It is noted a fractured/broken abutment can occur due to the unit being over torqued during the restoration phase of the implant process. A lot number device history record review did not note any non conformances during the manufacturing process. Therefore, the device was manufactured to specifications. 1 of the malfunction event units: a lot number device history record review did not note any non conformances during the manufacturing process. Therefore, the device was manufactured to specifications. Damage was noted for physical damage the return includes a straight multi unit abutment with the thread portion of a fractured prosthetic screw retained in the screw chamber. The head portion of the prosthetic screw was not returned for evaluation. (B)(4). Items involved: pxmuas (qty:, UDI:(B)(4)), pxmupsr (UDI:(B)(4)), unknown, abutment screw.

Event description:
This report summarizes four (4) malfunction events. A review of the events involved abutment screws breaking or being fractured. The report was received from various sources. No patient adverse events were reported. No information regarding patient demographics were provided.

Manufacturer narrative:
There was a total of four (4) malfunctioned units/events associated with breakage or fracture of an abutment hex. 1 of the 4 malfunction events did not have product returned for investigation. Therefore, no product evaluation could be performed. A valid lot number was not reported. So a review of device history record by lot number could not be performed. 1 of the 4 malfunction events did have product returned for investigation. The return includes the abutment, the abutment screw, and the prosthetic screw. The investigator was able to remove both the prosthetic screw and abutment screw without issue. Significant amounts of biological/surgical debris can be observed around the abutment and returned screws. No other deformation/damage was observed. Despite the significant amounts of biological debris present, the returned abutment screw appears to be intact and function as designed. The failure conclusion was caused by improper technique or improper use of product. The root cause is use error. 2 of the 4 events were returned for investigation. 1 of the malfunction event units did not have the actual screw attached but the abutment. Because the fractured screw was not returned, then, no failure cause could be determined. It is noted a fractured/broken abutment can occur due to the unit being over torqued during the restoration phase of the implant process. A lot number device history record review did not note any non conformances during the manufacturing process. Therefore, the device was manufactured to specifications. 1 of the malfunction event units: a lot number device history record review did not note any non conformances during the manufacturing process. Therefore, the device was manufactured to specifications. Damage was noted for physical damage the return includes a straight multi unit abutment with the thread portion of a fractured prosthetic screw retained in the screw chamber. The head portion of the prosthetic screw was not returned for evaluation. Health effect- impact code (h6): the health impact associated with the reported problem is rarely provided during the collection of information for the reported malfunction. Therefore, code 4648 is being used in h6 - health effect - impact code. Component code (h6): code 4756 within the component code section of h6 is being used because no other code within annex g is compatible with pro codes nha or ndp. Items involved - pxmuas (qty:, UDI:(B)(4)). Pxmupsr (UDI:(B)(4)). Unknown, abutment screw. Follow up #1: items involved - pxmuas (qty 2: UDI: (B)(4)); update to include quantity; UDI number previously provided with initial information. Pxmupsr (UDI: (B)(4)). Unknown, abutment screw - item number not provided; therefore, a UDI number can not be determined.